Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, severe dysmenorrheal, enterocele and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a vaginal hysterectomy, mesh, and enterocele repair performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.